Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo. They could not maintain pneumo. The trocar leaked with and without an instrument being inserted. The trocar was replaced with a new one to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was admitted to the hospital for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with fortum (1 gm, daily, ip) and reflin (1 gm, daily, ip). Pd therapy was ongoing. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel, with optiview, technology.